Event description:
It was reported by a nurse that the cuff on the patient's new tracheostomy tube was defective. This event occurred at the patient's home during pre-test of the device. No patient injury was reported.

Manufacturer narrative:
Pictures and a used sample were received to perform an investigation. The pictures showed the tracheostomy cuff inflated with water. The cuff looked to be asymmetrical in one of the pictures. A visual inspection of the returned device was performed at 12 inches under normal lighting, in order to detect any damage on the cuff, airline or pilot balloon. No discrepancies were found. Functional testing was done by inflating the unit with air and the cuff inflated without problems; however, the cuff looked asymmetrical. A symmetry test was done on the trach cuff and found the unit to be within specification. A device history record (DHR) review was performed, and no issues were noted during manufacture. The reported problem was not confirmed. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).